Manufacturer narrative:
(B)(4). A carefusion field service representative (fsr) went onsite to evaluate the device. The fsr determined that the main printed circuit board needed to be replaced. After replacement, the device was tested and the device meets factory specifications. If additional information becomes available, it will be submitted in a follow up report.

Event description:
The customer reported that their vela ventilator displayed an unresolved "vent inop" and "motor fault" alarm. The customer reported that there was no patient involvement.